Event description:
An unspecified issue was reported with the Abbott Diabetes Care (ADC) device. The meter "not reading correctly", and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms such as loss of consciousness and was unable to self-treat. The customer further reported receiving third-party treatment however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.